Event description:
It was reported that a 3387 dbs lead was implanted in the patient's stn and impedances were measured with an external neurostimulator (ens). Results were not provided. The physician then programed the ens to 2+/0-, 10.0v, 60us, 130hz. Impedances were measured again at 0.25v, with the following out of range values: 0/1 at 12 ohms, 0/3 at 14 ohms, and 1/3 at 14 ohms. The physician removed and replaced the lead and screening cable, but received similar results. The programming that the physician used with the second lead was not provided. Another impedance test was run at 0.70v with no electrodes or parameters programmed and all electrode pairs were within normal range. The patient went on to the full implant and all impedance remained within normal values. It was noted that it appeared that the twist-lock screening cable was the source of the problem. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received provided further details to the event. During the test stimulation phase of the implant when the short circuit was observed, it was noted that the physician cleaned off the connection between the twist lock cable and the electrode with no resolution of the low impedances. The twist lock cable, the lead, and the external neurostimulator (ens) were then replaced but the low impedance issue persisted. Test stimulation at this point showed proper effect for the patient, after implanting the electrodes under the skin, normal impedance values were observed. The patient status/outcome was reported as no health hazard. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient had been receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type programmer, physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead, model 3387-40, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Lead, model 3387-40, lot# unknown, implanted: (B)(6) 2012, explanted: na. Accessory, model 3550-68, lot# unknown. Accessory, model 3550-68, lot# unknown. (B)(4).